Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Based on information available no patient harm occurred. Information for use: contraindications: this product is not intended for use: for more than 29 consecutive days. For pediatric patients. Insertion of the device: under no circumstances should the balloon be inflated with more than 45 ml of fluid. Precautions and observations: #9- clinicians should take extra care to use the blue irrigation/ medication port only when irrigating and delivering medication. Do not irrigate or administer medication through the white inflation port (marked <-45ml). No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint from a nurse reporting a device misuse. Reporter stated, a device "was inserted, against hospital protocol, into a 15 year old patient in the neurological intensive care unit." The insertion date is not known. After three to four (3-4) days use, the position indicator line was noted to be four (4) inches below the anus. Thirty (30) mls of fluid were withdrawn to deflate the balloon and the device was removed. A small mount of pink tinged bleeding was noted at removal but had resolved. Reporter stated "no untoward effects noted" for the patient. No further information is available.